Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "port where the red coupler is connected" on a polyflux 140h immediately after the start of hemodialysis therapy. There was no abnormality noted during priming. The product was not exposed to high temperatures during storage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed the product wet and contaminated. The device required disinfection prior to analysis. A leak test of the dialysate side was performed and a leak was observed from a crack in the dialyzer header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack in the welding seam was not determined. Should additional relevant information become available, a supplemental report will be submitted.